Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, since there were no problems after removing the scope cable (maj-1430) and connecting the 190 scope, it is likely that the error was caused by the failure of the scope connection detection by connecting the 190 scope slowly while only the scope cable was connected with the power on. The error code e315 is the error message when the non-target scope is connected. If the 190 scope is slowly connected to the light source device with the video connector connected to the front connector while the power is on, the front and light source scope will be connected at the same time. It is a design to prioritize the connection of the light source side if connected at the same time, but when connected slowly, it becomes not in time for the timing of the detection determination, there is a possibility that the detection fails. This issue is addressed in the instructions for use (IFU): "before connecting or disconnecting the endoscope, videoscope cable, oes video converter, and camera head, be sure to turn off the video system center. Otherwise, the ccd may be destroyed." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed receiving an e315 error when the 190 series scope was plugged however, the customer plugged in the scope a second time and the error disappeared. Tac mentioned that the issue was normally caused by having the maj-1430 plugged in at the same time. The customer mentioned that the cable was removed prior to the second scope plug in attempt. The customer proceeded to plug the videoscope cable back in with the 190 series scope and recreated the problem. Afterwards, the customer confirmed that the maj-1430 being plugged in simultaneously as the 190 series scope was the cause of the problem. The issue was resolved and no device will be sent in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is displaying an e315 unsupported scope error. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.